Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309628, lot#: 4312419. It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: potential contamination issue that has arisen at hmc over the last 48 hours: additional information provided: 1. Can you please provide an exact date of event in this format mm-dd-yyyy? 03/15/2025. 2. Sample available is mentioned as yes, please provide the address of the facility for us to ship the return label. There is no physical defective sample to provide at this time. Image of product with potential contamination was included initial ticket. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. There were no patients harmed.

Manufacturer narrative:
(B)(6)- supplemental MDR - foreign matter five samples and one photo were provided to our quality team for investigation. All samples arrived in sealed packaging with complete product labeling on the top web, and no defects were observed during inspection. The photo depicted a loose syringe with an unknown needle attached and visible black spots on the barrel. However, this syringe was not included among the samples received. The condition shown in the photo is considered non-conforming per product specifications. Potential root cause for the defect observed could not be determined from the photo provided. The physical sample of the affected syringe is required for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review was completed for provided lot number 4312419. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.